Event description:
It was reported that the drive support cap has come out twice. Customer has pushed the drive support cap back in. The current blood glucose reading is 128 mg/dl. The insulin pump has cosmetic damage. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.